Event description:
Re-treatment of an ophthalmic aneurysm that was previously treated nine months ago from the date of the event. It was reported that the patient experienced same side parenchymal bleeding two days after a successful pipeline procedure. The patient had a parenchymal bleeding and a hemorrhagic stroke. On latest follow up, it was stated that patient was doing much better and regained strength in the arms and legs.

Manufacturer narrative:
The device involved in the procedure will not be returned for evaluation as it was implanted in the patient. (B)(4).